Event description:
It was reported that the rigid endoscope telescope was found broken in the distal end. The issue was identified during maintenance activities. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction was caused by a component failure at the distal end of the device. No evidence of design deficiencies, manufacturing issues, or process-related nonconformances was identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.